Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 275 units of insulin during the load sequence. Reportedly, customer contacted primary care provider for backup insulin therapy. Customer¿s blood glucose level was 224 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.